Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/14/2021.

Manufacturer narrative:
This report was received from a literature article: alfonso bunch, jasmin I. Vesga, david o. Camargo, leyder corzo, alejandra p. Molano, martha e. Devia, maria c. Rios, claudia p. Rodriguez, ricardo sanchez, angela s. Rivera and rafael m. Sanabria, "remote automated peritoneal dialysis management in colombia", kidney int rep (2019) 4, 873¿876; https://doi.org/10.1016/j.ekir.2019.03.017 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a study, two automated peritoneal dialysis (apd) patients experienced peritonitis. The cause and treatment of the event were not reported. It was not reported if the patients were hospitalized for the event. At the time of this report, the patient outcomes were not reported. Action taken with pd therapy was not reported. No additional information is available.